Event description:
The manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen kit was found to have evidence of physical damage and was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.